Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8,d9,g3.g6,h2,h3,h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The equipment checked the safety plate for leakage, and the equipment function was restored after filling the sealing ring with high vacuum silicone grease. It was tested according to the factory requirements, and the test results were within the qualified range and can be delivered to customer for use.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) equipment usage tips iab loop leakage. There was no patient harm reported.